Event description:
It was reported that prior to use the packaging appeared to have sterility issues with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the syringes were packaged unsterile.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/19/2020. H.6. Investigation: one sample was provided by the customer for investigation. It came in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. No defects were observed on the syringe nor the packing blister. The syringes are assembled and packaged then send to sterilization. According to our records these products were sterilized. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the packaging appeared to have sterility issues with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the syringes were packaged unsterile.